Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified anatomy and/or inadvertent mishandling resulted in the noted multiple kinks noted on the stent sheath preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device in attempts to deploy the stent resulted in the noted inner handle damages (smashed/partially separated proximal spool axil pins, separated sheath) contributing to the reported difficulties. During removal interaction/manipulation resulted in the noted stent implant bent/stretched/broken struts. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with heavy calcification. The 6x150 mm absolute pro self expanding stent system (sess) was advanced to the lesion and the stent was partially deployed; however the system locked. The device was removed and a new absolute pro sess was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.